Manufacturer narrative:
Known ae of tms.

Event description:
Patient experienced a tonic-clonic seizure during treatment number 11. Within 3 minutes the seizure was resolved. He was sent to the ER and lab tests were normal (except potassium of 3.4). Tox scan was positive for cannabis. No seizure history or family seizure history and no sleep deprivation. Lithium (ER 300mg) was added as augmentation medication 2 days prior to the event. Subject reported to ER consuming 3-4 alcoholic drinks the night prior to treatment. Therefore, it is highly likely that the seizure was a result of alcohol withdrawal prior to treatment. Although tms-provoked seizure cannot be ruled out.